Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type; lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies, analysis of the electrical stimulation leads (serial # (B)(4)) found that the lead body was broken 17.8cm and 16.9cm from the distal end respectively. Supplemental to update: result code and conclusion code apply to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) it was reported that all impedances were out and all electrodes were <(><<)>10,000. There were no environmental/external/patient factors that may have led or contributed to the issue (ex. Falls, emi, patient compliance) released or reported. Impedances were checked in preop before revision and were all out. The entire system was replaced with new ipg and new leads. Checked wires with external stimulator and all impedances out. Checked impedances by taking wires out of ipg and plugging back in- all impedence out. The issue was resolved. The hcp had no further information. Devices were going to be returned. Patient's weight was asked but unknown. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Analysis results were not available at the time of the report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that all impedances were out after 2.5 years of working/functioning normally. No further complications were reported.